Event description:
It was reported that four devices experienced self-activation without the activation button or switch being pushed during procedure, specifically the cut mode (yellow button) activated itself and resulted in a smaller than 1 cm first degree burn on the patient's arm while coag mode did not activate at all. The burn was cold wrapped for a few minutes. The patient sustained a temporary injury from the burn but recovered well. Other pencils worked fine with the same generator.

Manufacturer narrative:
D10 concomitant products: sep6000, pencil sep6000 rkr sw telescoping (lot #: 2405149x), sep6000, pencil sep6000 rkr sw telescoping (lot #: 2405149x), sep6000, pencil sep6000 rkr sw telescoping (lot #: 2405149x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.